Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) of the proximal tibia, unknown which side, on (B)(6) 2016 and was implanted with a plate, seven screws and norian. During a post-operative visit, date unknown, the patient was complaining that the devices were painful. An x-ray revealed that the devices were intact. On (B)(6) 2017, the patient was returned to the operating room for the removal of the hardware. All hardware was removed intact with the exception of the norian. It was reported that the norian was coming out like "white sand¿ on the outside of the bone and then became more firm in the bone. The surgeon removed all of the norian that came out easily and then packed the void with 300cc of a competitor¿s cancellous chips. The length of delay in surgery is unknown. The patient was not re-implanted with additional hardware and the state of the fracture is unknown. It was reported that the surgery was completed successfully and the patient was stable. This complaint is addressing the removal of the hardware and norian. (B)(4) addresses the issue with the norian. This is report 2 of 9 for (B)(4).